Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before surgery the device is leaking air near the connector. No info on patient impact provided. Diligence is complete as no additional information was noted.